Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked the following information was provided by the initial reporter: (B)(6) 2024, maternal menopause 39w6d, vaginal fluid with irregular lower abdominal pain for 1 hour was admitted to the hospital, 5:50 to comply with the medical advice given clindamycin needle static prevention of infection, to the peripheral puncture venous catheterization, indwelling needles punctured successfully found that the steel needle out of the needle at the oozing of blood oozing obvious, immediately with the mother to do a good job explaining the puncture catheterization again to increase the patient's pain, the abnormal indwelling needles sent to the equipment section, and contact the manufacturer.the abnormal indwelling needle was sent to the equipment department and the manufacturer was contacted.recently, this type of abnormality occurred more often, on (B)(6) ,operating room patient (B)(6) preoperative puncture, on (B)(6), labor and delivery room patient (B)(6) venous cannulae have occurred oozing blood oozing, increasing patient pain, causing patient misunderstanding, triggering doctor-patient tensions, and causing difficulties in nursing work.because the same adverse events occur frequently, the performance is unstable, so the report is serious, expect manufacturers to pay attention.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. The customer returned a video, but did not return the defective sample. The video showed blood oozing from the end of the septum. 2. DHR/bhr review lot#4080076 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(6) pcs. 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications; 3-the leakage test results of 400pcs in process testing and 32pcs in outgoing testing were within the product specifications; 4-no unqualified, deviation or rework activities in the production process; 5-the septum assembly equipment without abnormal maintenance. 3. Cause investigation: 1-10pcs retained samples of this batch were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. Please refer to the attachment for the test reports. 2-the plant has launched CAPA to further investigate the root cause. Conclusion(s): no abnormality was found in the production process, all the test results were within the requirements of the product specifications. The returned video showed blood oozing from the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional informaiton provided.